Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. The device memory indicated diminished atrial sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). There was possible oversensing observed on stored atrial and ventricular episodes, in addition to higher than normal atrial and ventricular pacing impedance measurements. The clinician confirmed that the patient was in a surgical procedure with extensive cautery being used at the time of the episodes. Later that same evening, the patient received several appropriate high voltage therapies for true ventricular arrhythmias. There was intermittent undersensing noted during the arrhythmias. Subsequently, there was a persistent drop in right atrial (ra) lead impedance and p-waves. There was a persistent drop in rv pacing and rv coil impedance. The implantable cardioverter defibrillator (ICD) and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmd3d4 ICD implanted: (B)(6) 2020; 310c27 tissue valve implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.